Manufacturer narrative:
(B)(4). The product was not requested to return for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under nc-15-02-173. An investigation of oxygenators in question showed that the venous pressure sensor is probably corroded. A white crystalline substance has been found on the pins of the pressure sensor. The priming solution leads to an electrolysis when cardiohelp starts to work. The electrolysis starts instantly and causes a "short circuit" between the pins. The "short circuit" furthermore leads to implausible sensor pressure readings. It could be shown by a dried electrolyte plug that this state has obvious no impact on pressure sensor readings. It is obvious that the electrolyte (saline - priming solution) etches the pins of the plug. The most probable root cause is that varnish applied on pcb and plugs of venous pressure sensor does not resist. All further action will be performed out of nc 15-02-173. This is the final report. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation initiations will be completed at this time.

Event description:
According to the customer: ¿arterial pressure reading bounced between extremely negative and a reading that was just below the internal pressure during patient treatment. Clinician said tapping on the sensor location caused the sensor reading to fluctuate. No adverse result described. Patient still being supported by the circuit." (B)(4).

Manufacturer narrative:
(B)(4). The former medwatch submitted information was erroneous and was submitted by human error as the arterial pressure sensor was mixed up with the venous pressure sensor. The incident was now assessed as follows: the product was requested to return for manufacturers laboratory investigation. The sales person determined that the hospital has strict guidelines on the disposition of complaint products and didn't return the products of previous complaints. Therefore mcp is not expecting the product back and a laboratory investigation was not possible. In case the product will be returned to mcp at a later date the complaint may will be reopened for product investigation. Trend search: a (B)(6) trend search was performed for p/n 70105.2794 failure code functionality problems component and no similar complaint was found. A (B)(6) trend search was performed for p/n 70105.2794 failure code functionality problems component and no similar complaint was found. Due to this information no systemic issue could be determined. Thus the reported failure could not be confirmed. The reported failure was determined to be the first of its kind is being handled via a designated mcp tracking and trending process.

Event description:
(B)(4).